Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Device #1 prostar xl is being filed under a separate manufacturer report number. The customer reported the common femoral artery was mildly calcified. During needle deployment, calcification may cause the needle to be deflected from the intended trajectory path which may result in a failure to deploy

Event description:
It was reported that after an interventional procedure, arteriotomy closure was attempted of a mildly calcified common femoral artery using a prostar xl device. Reportedly, the device was inserted until marker lumen flow was visible. During needle deployment, the handle was pulled to deploy the needles, but only one needle deployed correctly by presenting at the hub of the device. The second needle remained in the needle holder, the third needle got kinked, and the fourth needle deployed outside of the vessel. To retrieve the fourth needle the skin incision was widened enabling the device to be removed. A second prostar xl device was attempted, but the access site had been injured by the first device. The second device was removed from the patient and the access site was surgically sutured to achieve hemostasis. The patient was reported to be fine. There were no reported adverse patient sequelae. The physician was reported to be trained in the use of the prostar xl device. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device confirmed that it had been inserted into the anatomy of the patient as blood was present on and in the device. No deployable device component had been deployed. The handle was in the pre-deployed and locked position. All four needles were in their pre-deployed positions with tight suture material noted with no detected slack. The tight suture material indicated that no component deployment had occurred. There was no detected device damage. An attempt was made to deploy the device to test its functional capability; however, dried blood prevented deployment of the handle of the device, needles, and suture. There was no detected device anomaly. All prostar xl devices are visually inspected during the manufacturing process for proper needle deployment. Based on the investigation, there was no product lot quality deficiency and the probable cause for the event was related to the operational context in the use of the device. A search of the lot history record for the reported lot was performed and revealed no nonconforming material record associated with this lot, indicating all lot release testing met specification. A query of the complaint database was performed for the lot and there have been no previous incidents reported for no known device problem for a returned used device. Additionally, samples are taken from the lot and functionally and destructively tested to confirm proper device lot function.